Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by abdominal pain, cloudy effluent, fever, and malaise. The cause of peritonitis was unknown. A day prior to the initial symptom onset, the patient was treated with ceftazidime (1.5gram, discontinued after a day) and vancomycin (2gram, intraperitoneal, discontinued after 26 days) for the event. The same day as the event onset, the patient was treated with cefazolin (1.5 gram, intraperitoneal, discontinued after 4 days) for peritonitis. A day after the onset, the patient was hospitalized for peritonitis. Eight days later, the patient was discharged from the hospital. At the time of this report, the patient had recovered from peritonitis. On an unknown date, the pd catheter was removed, and the patient was transferred to hemodialysis. No additional information is available.